Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with vaginal hysterectomy with bilateral salpingo-oophorectomy, a&p colporrhaphy with enterocele repair due to uterovaginal prolapse, moderately severe secondary menorrhagia/ dysmenorrheal and usi. It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal approximately (B)(6) 2008 (exact date unknown). Type of surgery in office trimming reason for explants mesh erosion done. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.